Manufacturer narrative:
A hill-rom technician investigated this event. The account indicated they had no knowledge of the event but the patient stated "nurse said a cord wrapped around something and that caused it to happen". The technician tested the bed including the CPR function and the gas springs. He indicated that the bed was functioning properly and no problem was found.

Event description:
The patient stated he was in the hospital for back surgery having two discs replaced. The patient stated on (B)(6) 2009, he got up to use the bathroom, leaving the bed in an upright position. As he was getting back into the bed, the back of the bed collapsed and violently flew back, this caused the patient to free fall backwards. The patient stated that it was extremely painful and because of the incident, he ruptured 6 discs; 3 in his neck and 3 in his back. The patient was discharged on (B)(6) 2009. He stated he is still currently in a lot of pain and is currently on disability.